Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the pump becoming collapsed and not working properly. A small hole was identified in the pump. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the pump becoming collapsed and not working properly. A small hole was identified in the pump. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the momentary squeeze (ms) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the ms pump found that the kink resistant tubing (krt) was worn to the filament, but there were no leaks identified. Functional testing was performed, and the pump did not pass the activation testing. Based on the information available, the analysis did confirm the reported allegations and a conclusion of cause traced to component failure was chosen.